Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure the port package seal was allegedly broken. It was further reported that port was contaminated. There is no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one photo was provided for review and one power port MRI isp implantable port kit was returned for evaluation. The photo shows a partial view of the port kit held by a person. The top layer of the kit sealing is noted to be unsealed. Adhesive remains can be noted on the kit border. Visual evaluation was performed on the returned device. The top right corner of the outer package was noted to be deformed as it appeared to be cracked. The top right corner of the inner product tray was also noted to be partially unsealed. Seal transfer was noted throughout the mentioned area of the package try. Components within kit did not appear affected. No other anomalies were observed. The manufacturing site evaluation states, visual inspection of the images showed one partially unsealed power port MRI isp implantable port kit, visual inspection on the front of the packaging showed nothing remarkable. It was observed that both the lid of the inner tray and the outer talk were being lifted, however, nothing remarkable was observed in the transfer of sealing of both trays. A closer look revealed that the outer tray flange was broken, and it was observed that the outer tray was missing a small section. Therefore, the investigation is confirmed for the reported unsealed device packaging and identified tear, hole or rip in device packaging issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a port placement procedure using powerport isp m.r.I. Implantable port, chronoflex single-lumen, 8f. During the procedure, the port package seal was allegedly broken. It was further reported that port was contaminated. There is no patient contact.